Event description:
The facility reported multitask operating system (mos) compounding software that compounded solution concentrations that were out of date. This condition occurred after a back-up customization that was several months old was restored in the pharmacy. Some of the ingredient settings had been modified since the system was last backed up. As a result, an incorrect "tpn" was compounded and administered to a patient. The facility reported that they think it was an overdose, however, details of the event are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of an old mos back-up version of the software and ingredient changes not being captured in the previously backed-up data was confirmed. The root cause was determined to be user error. A labeling review was performed and the labeling was found to be adequate and sufficient.

Manufacturer narrative:
(B)(4). This device has no 510(k) number, as it is class ii exempt. Baxter is awaiting software evaluation for mos regarding this report. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.